Manufacturer narrative:
Returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's stated problem was verified. During power up and inspection of the pump, the device has an error code 41541 on the screen display. The error code 41541 indicate a problem with latch lock bits not high or latch lock flex sensor issue. The device passed all functional tests and did not find any alarm or failure during testing. However, further investigation and found that a faulty latch lock flex sensor is the root cause of the issue due to multiple error code alarm messages appeared in an event history log. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information received that there was a patient was involved. No harm was done to the patient.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41541. There were no reported adverse events.